Manufacturer narrative:
New information: new information: mentor received additional information indicating the product code is 3503310, which corresponds to a mentor smooth round high profile 310cc with s/ns (B)(4) (l) & (B)(4) (r). The additional information also indicates the patient¿s ethnicity is caucasian, the dob is (B)(6) 1964 and the explantation date was on (B)(6) 2018. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient of unknown age underwent a primary breast augmentation with a mentor breast implant of unknown type and was diagnosed with an autoimmune disorder on (B)(6) 2018. The patient did research and found information regarding breast implant illness. No product malfunction, such as rupture, was reported. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This is for the side b implant, see manufacturer report number 1645337-2018-07388 for contralateral prosthesis.